Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress. The device's downloaded event log was reviewed by the manufacturer and found error code e-4. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the evidence of water ingress. In the initial report clinical code for dry mouth was not mentioned, which has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.